Event description:
The pt claims that the grafts were implanted in 1995 to repair an abdominal aortic aneurysm. Two years after the surgery the pt experienced pain in the left abdomen in the area of the surgery. One year later there was pain felt when that area was touched. Examination by the pt's physician was negative. The pt states that occasional pain is still felt in the area. The pt reports a history of three colon resections, a double bypass, "hairy-cell" leukemia and a splenectomy. The grafts remain implanted.